Event description:
Patient was diagnosed with a thoracic tumor and was implanted with a rod and screw construct on (B)(6) 2012, on both the right and left sides. The patient returned for a follow up visit on an unknown date. At this time, the post-op x-rays and a cat scan revealed that the screws were positioned incorrectly. The patient returned to the o.r. On (B)(6) 2012 and the surgeon performed the thoracic tumor removal fusion revision to re-position the rods and screws on the left side. The surgeon did not do anything with the right side. There was no patient pain or infection noted. None of the implants were broken. The surgeon performed the revision procedure successfully. This is 3 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.